Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. The patient was undergoing treatment for an aneurysm located in the c6 ophthalmic region. The max diameter was 6mm, and the neck diameter was 4mm. It was reported that the pipeline stent tip was entangled and constricted. The tip did not deploy from the start of deployment. Even when performing basic maneuvers such as re-sheath, the situation did not change. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 3 or more times. No other operations were performed to open the stent. Fraying of the pipeline tip was observed. The pipeline was resheathed and removed from the patient. There were no problems with a new device and the procedure was completed. They did not feel any particular resistance during delivery. The event was said to be not associated with the patient. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
H3: duct analysis # (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex shield braid was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex shield more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient¿s vessel tortuosity was possibly normal but no particular topic felt the vessel. The cause of the event was unknown.